Manufacturer narrative:
(B)(4). Insulin pump received no button response due to moisture damage at electronic assembly noted. Pump received with cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. Unable to perform displacement test due to no button response noted.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.